Event description:
It was reported that during the surgical procedure, the system's surgeon console went to battery power, but the icon did not clear after power was restored. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system malfunction experienced by the customer was associated with the primary power supply (pps). The system was repaired by replacing the affected pps. The system alarm (battery power icon) functioned as designed and there was no injury to the patient. As of july 5, 2007, there have been no reported recurrences of the issue at this hospital.